Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient is undergoing radiation therapy and the impedances on the right ventricular (rv) lead are decreasing. The lead is still in use. No patient complications have been reported as a result of this event.